Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their low reservoir reminder did not work. They received the low reservoir notice when the reservoir was at 0 units. They removed the reservoir and saw that there was nothing in there. They also reported that the setting for their blood glucose reminder in the insulin pump would not change. The customer's blood glucose level was unknown. The device will not be returned for analysis.